Manufacturer narrative:
(B)(4). Report source: (B)(6). The customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an operation, the surgeon positioned the device in a "scorpio forceps" dedicated to pass the threads through a soft tissue. The surgeon had to use force but it worked. At the end of the operation when the forceps were removed, it was noticed that the tip of the clamp was missing. It was determined that the fragment is in the soft tissue of the patient's shoulder but does not present any risk. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report.